Event description:
It was reported that after an avnrt case, a clot was found post procedure. Caller stated the clot was found inside a competitor's sheath (cordis sheath - 8f short 11 cm). This was the sheath used with the ablation catheter during the procedure. No issues found with the ablation catheter. Caller reported there were no visible signs on the patient and that no medical intervention was provided. The patient was reported to be in stable condition. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).